Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported event of fiber stopped working was confirmed, as analysis identified that the glass and metal caps were detached/separated. It is probable that tissue adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glass and metal cap detachment. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including glass and metal cap detachment. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Device history record review: the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis revealed that the glass and metal caps were detached/separated and not returned. The outerflow tubing appeared damaged. The glass cap exhibited mild devitrification at output window. The metal cap exhibited mild debris adhesion on its surface, indicative of prolong tissue contact. The fiber connector passed the connector segment verification test. The fiber was functionally tested with helium-neon (hene) laser fixture. The testing conducted showed that there were no signs of breakage along length of fiber. Labeling review: a review of the product labeling was completed, and it did not reveal any evidence of device off-label use or failure to follow instructions and no patient injury was reported. According to the instructions for use (IFU): connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of a fiber tip is understood to be caused by heat accumulation at the output window due to tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow. These factors are likely to cause the noted glass/metal cap detachment. IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, error message 171 was displayed and the fiber stopped working. The procedure was completed with an alternate method of a transurethral resection of the prostate (turp) procedure. There were no patient complications. The fiber was returned and analysis identified the glass and metal caps were detached/separated and not returned.